Event description:
The customer reported discrepant results when using seraclone anti-k. The initial testing was conducted on (B)(6) 2025 and yielded positive test results while repeat testing on (B)(6) 2025 yielded negative test results.she reported that they had a vial of anti kel that all samples tested positive, then retested with new vial of anti-kel of the same lot. Most repeated samples were negative the customer did not provide a sample of the allegedly defective lot of seraclone anti-k. Therefore, our quality control laboratory tested their retention sample of the same lot. Reagent potency was verified using two k+k+ samples in a tube test with centrifugation and 5-minute incubation at room temperature. The minimum titer of 1:16 was achieved. The positive specificity was confirmed with k+k+ samples, showing clear positive reactions. The negative specificity was confirmed with seven k-k+ samples, showing clear negative reactions. All the test results were as expected, and no issues were detected. The product reacted as intended. A review of the manufacturing and qc records did not indicate any quality concerns related to the production process of the product. According to the information shared, the customer received six vials from the same lot, and only one vial showed an issue (false positive results). Internal quality controls were within expected parameters when the vial was first used. The false positive reactions were observed after five days of use. Based on the customer's information and the results obtained from testing retention samples of the same lot related to this complaint, we conclude that the most likely cause of the issue is contamination of the vial during use. We recommended to the customer: to help prevent contamination, we advise following good laboratory practices (glp): ensure pipettes and tips are clean and properly stored. Verify the storage conditions of reagents (2-8c) and avoid exposure to heat. Perform regular internal quality control to ensure consistent product performance. An sap trend analysis showed that there are no other complaints registered in the field for this lot of products.

Manufacturer narrative:
This is our combined initial and final report on this incident.